Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported.